Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. Subsequently, the entire system was explanted. It was noted that this lead was previously capped due to an unknown cause. The patient is pacing dependent; therefore, a new rv lead was implanted and connected to an external pacemaker while the patient undergoes intensive antibiotic therapy. It is intended that a new dual chamber pacing system will be implanted on the right side after the infection clears. In the meantime, the patient will remain in the hospital. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).